Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received failed battery test alarms, history check failed alarm, unexpected restart alarm and external ram error alarm. The customer's blood glucose was 112 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the alarms occurred. The customer stated that the insulin pump was stored for an extended period of time. The insulin pump will not be returned for analysis.